Event description:
After the slitter was used, physician noticed a clear, thin, plastic-looking coating that separated from the main body of the sheath. This clear material came off in several places leaving physician concerned that some of this material was left in the patient.